Event description:
The patient contacted nephron pharmaceuticals corp on (B)(6) 2013, regarding a reportable product complaint of loose washer associated with the ez breathe atomizer. The patient reported that she had three atomizers associated with the company's class 1 recall that she purchased when the astmanefrin starter kit was first introduced. In addition, a washer fell from one of the units into her throat; however, she does not recall which atomizer was the source of her complaint. During a follow-up phone call on (B)(6) 2013, she reported that the washer ejected from the atomizer into her throat during the initial use; however, she added that she was able to cough the washer up without requiring any medical interventions. The patient is a (B)(6) female who reported that her past medical history is significant for asthma (50 years). As stated previously, the atomizer under investigation was not identified; therefore, all three units will be reported to the agency as associated with the product complaint.

Manufacturer narrative:
Health and life company have been taking preventative action and corrective action to eliminate the root cause and recurrence. Furthermore, for the complained devices, health and life has initiated voluntary recall, and the recall notification letter and required recall materials were issued and submitted on april 24 and april 30, 2013, respectively. The recall action is still on the process.